Manufacturer narrative:
No part or lot numbers were provided. No further evaluation can be completed. Review of labeling: possible adverse events delayed union or nonunion (pseudarthrosis) bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin dural leak requiring surgical repair cessation of growth of the fused portion of the spine subsidence of the implant into adjacent bone loss of proper spinal curvature, correction, height, and/or reduction increased biomechanical stress on adjacent levels improper surgical placement of the implant causing stress shielding of the graft or fusion mass intraoperative fissure, fracture, or perforation of the spine postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 13 sep 2024, seaspine was made aware of the following manuscript submitted to the journal of neurosurgery: spine - hani malone, md et al., "early outcomes of multilevel acdf with segmental plate fixation." The objective of the study was to examine the clinical and radiographic outcome of segmental plate fixation in multilevel acdf. 91 patients with one-year follow-up were included in the analysis. The following patient complications were reported: 3 required additional surgery for persistent myeloradiculopathy, 2 developed adjacent segment disease requiring treatment, and there were 2 instances of screw breakage associated with pseudoarthrosis, but no other evidence of implant failure. No patients have required reoperation for implant failure or pseudoarthrosis. No further details were provided. Product part and lot numbers were not identified. This report is for 2 of 2 patients who developed adjacent segment disease requiring treatment.